Manufacturer narrative:
(B)(4).

Event description:
It was reported a sent in merlin transmission revealed non-sustained right ventricular oversensing episodes that were stored for competitive atrial pacing. A programming change to a device setting was made and the rate response was turned off.